Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). There is a concern that this is a premature battery depletion. Guidant received subsequent information that there was an impedance problem with the implantable transvenous defibrillation lead.